Event description:
The manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log indicated that the detachable or internal batteries are less than 9 volts. This indicates that the batteries are unable to power the system. The power management pca was replaced to resolve this issue. The device was cleaned and tested verifying that it operated properly.